Manufacturer narrative:
Analysis of the 8637-20 serial number (B)(4) found motor o-ring wear. (B)(4).

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), explanted: (B)(6) 2015. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a consumer via a company representative. On 08/17/2015 it was reported that the device system was &#49813;st not working right for the last year". Per the patient, he "would smell a weird smell then have random issues". The cause was unknown. The device system was explanted. The patient status was reported as &#49228;ive-no injury&#56224; the device system was delivering morphine (1mg/ml at 0.22 mg/day) at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (5mg/ml; dose unknown by reporter) via an implantable pump. The indication for use was non-malignant pain and post laminectomy pain. On (B)(6) 2015 it was reported that since implant, the patient had nausea and "an electrical current feeling" in his legs. Since 2013 he had an overpowering/bad odor coming from him; spasms in his legs; and sporadic events where he was sick and sleepy and then got "hyper". The events happened randomly and lasted about 24 hours. The pump was going to be removed in (B)(6) 2015. The drug was being decreased every 2 weeks. At first they thought that decreasing the medication helped the patient's symptoms, but now he still had the symptoms. The patient's pain level had decreased with the dose decrease. The diagnostics performed and the cause of the symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.